Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had the pump wrapped in plastic to prevent water exposure. Subsequently, an altitude alarm occurred. The customer's blood glucose level was 366 mg/dl. The customer delivered a bolus via the pump. The customer reported that the pump had not resumed insulin, however the customer declined further follow-up from tandem technical support.